Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection with sepsis. The patient was treated with intravenous antibiotics. Additional information received from the field representative indicates that the device system was no longer in service. There were no additional adverse patient effects reported. The rv lead was explanted.